Event description:
It was reported that the customer was hospitalized with high blood glucose levels. Prior to the event, the customer's blood glucose was 536 mg/dl, and he had large ketones. When he was admitted, his blood glucose was 289 mg/dl. The caller stated that he experienced nausea, vomiting, excessive thirst, frequent urination, dehydration and fruity breath. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. However, the customer stated that some of the boluses that were delivered were not showing up in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.